Event description:
It was reported that a patient was implanted with an advance urinary incontinence sling device. After implantation the incontinence status of the patient was reportedly worse. Subsequently on (B)(6) 2014 patient was implanted with an alternative continence device. No further patient complications have been reported.